Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: ireland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on (B)(6) 2024 the dermatome handpiece powered on but was not working to full capacity due to lack of pressure. The surgeon disconnected the air dermatome from the hose, reconnected, but then, it did not power on. An alternate device was used to complete the procedure. No harm or delay was reported. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.